Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was also noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the ventricular lead impedance was high during implant. Another lead was implanted. No patient complications were reported as a result of this event.